Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the initial drain phase of peritoneal dialysis therapy. During troubleshooting, it was discovered that the clamp on the patient line was closed during the priming phase of therapy resulting in an incomplete prime. The technical service representative assisted the patient in clearing the alarm. Proper procedures were reviewed and the patient was advised to start therapy over using new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This is a report of a patient who had a closed clamp on their patient line during the priming phase of peritoneal dialysis therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide advises the user to open clamps on lines connected to solution bags and the patient line to ensure proper priming. It also warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.